Event description:
Bard medical 19 french fluted silicon jp drain, part #072190, broke off during attempted removal and silicon tip of drain was retained inside the patient. Possible lot #s: nggn2906, nggz2612, nggv0936.